Event description:
2023-03-21: integrum received information that axor ii i7738 "came loose while walking". Integrum contacted the responsible cpo for more information. Manufacturing investigation performed; batch documentation reviewed and no deviations were found. 2023-04-27: information received from the cpo, the axor ii fell off while walking on a treadmill. No fall or injury. After losing the unit, the patient reattached the unit. During technical investigation of i7738, the unit did not pass the gripping test. The technical investigation could not identify the root cause to the grip issue. Since this patient has had a similar incident with another device (reported in emdr case_1196_3011386779_2023_00108, unit not received yet), integrum will contact the clinic to discuss potential unknown information regarding usage of the device. The unit has been serviced and functionally tested according to specification with pass results. (B)(6) 2023: since the patient has been involved with two different axor ii devices falling off the abutment, and that the technical investigation of the two units showed similar results in regards to gripping (signs/wear on clamps indicate that the abutment has not been inserted all the way into the axor ii), a possible reason for the incidents is user error. Integrum has been in contact with the clinic and performed re-training of the cpo/patient of how to properly attach the axor ii to the abutment. The cpo has informed that there are no issues with attachment since the training.

Event description:
(B)(6) 2023: integrum received information that axor ii i7738 "came loose while walking". Integrum contacted the responsible cpo for more information. Manufacturing investigation performed; batch documentation reviewed and no deviations were found. (B)(6) 2023: information received from the cpo, the axor ii fell off while walking on a treadmill. No fall or injury. After losing the unit, the patient reattached the unit. During technical investigation of i7738, the unit did not pass the gripping test. The technical investigation could not identify the root cause to the grip issue. Since this patient has had a similar incident with another device (reported in emdr (B)(4) unit not received yet), integrum will contact the clinic to discuss potential unknown information regarding usage of the device. The unit has been serviced and functionally tested according to specification with pass results.

Event description:
On 2023-03-21, integrum received information that axor ii i7738 "came loose while walking". No further information is yet available, integrum has contacted the responsible cpo for more information.